Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during an unknown number of vitreoretinal procedures, the trocar valves have been leaking. The procedure was completed without harm to the patients. Additional information and product samples have been requested.

Manufacturer narrative:
Additional information: the device history record review does not point to a root cause because the lot was reprocessed and the product released met product acceptance criteria. Four lots were reprocessed for anomalies that did not contribute to the customer complaint. Six lots had no anomalies. A complaint history examination indicates this is the twenty-fourth complaint received and the twenty-third complaint received for leaking received against the components of the reported final lot. Because no sample was returned an exact root cause could not be determined as to why the trocar cannula exhibited the leaking condition described. An internal investigation has been opened to address this issue. (B)(4).